Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist device (lvas). Serial number (B)(6) , could not conclusively be determined, through this evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed, and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 04jun2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) section 1, entitled ¿introduction¿ lists infection, bleeding, cardiac arrhythmia, arterial non-central nervous system (cns) thromboembolism, lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure), neurological dysfunction and death as adverse events, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, entitled ¿patient care and management¿ lists neurological dysfunction, thromboembolism, infection and arrhythmia as potential postimplant complications. This section also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported, that the patient had total intestinal ischemic gut and portal venous gas. Which was likely, not survivable. The patient did experience ventricular tachycardia events. Although, they stopped prior to death. The patient had been on heartmate 3 and right ventricular assist device (rvad), requiring substantial vasoactive support. The patient had gastrointestinal bleeding, due to total intestinal ischemia. And was treated with proton-pump inhibitor (ppi). Nothing by mouth (npo). The patient developed ventilator assisted pneumonia from intermittent mandatory ventilation requiring antimicrobials. Additionally, they had acute kidney injury with severe acidosis/fluid accumulation. And remained on continuous renal replacement therapy. They also had encephalopathy. Which was likely, metabolic/drug related with no structural lesions. No autopsy was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away from ischemic bowel. It was reported that the patient developed "dead gut" or ischemic bowel post operatively device will not be explanted, and will not be returned for evaluation. Autopsy will not be performed.